Event description:
Reportedly used on a femoral distal bypass graft procedure in the peroneal artery. On removal of the device, one of the bulbs on the end had detached and could not be located by x-ray or angography. Pt has made a full recovery.